Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not properly delivering insulin. Additionally, it was reported that an unexpected shutdown and unexpected reset occurred. Customer's blood glucose level was over 500 mg/dl which was addressed by delivering a bolus, administered a manual injection, changed infusion set, and drank water. Reportedly, the customer continued to use the pump for insulin therapy.